Event description:
Pt underwent total knee arthroplasty during 1989. Pt did well until a few months ago when she began to complain of increasing pain. The pt was unable to work due to the pain. Radiographic examination of the right knee revealed fracturing of the tibial baseplate. Pt admitted to hosp for revision right total knee.